Manufacturer narrative:
The reported upn and lot number matched; however, the device was used past the expiration date (09/03/2016). (B)(4). A visual analysis of the returned device found the side-car rx was torn and presented pushback out of specification. The evaluation found that the lithotripter baskets have an expiration date of 12 months from the date of manufacture. The expiry date of the complaint device was on september 03, 2016 and it is reported that the procedure was performed on (B)(6) 2017. Moreover, before using the device the customer has to check the expiration date that is shown in the package label and there is evidence that the customer used the device already expired. Therefore, the initial probable root cause of this failure is "user/use error". The evaluation concluded that during the procedure excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback and torn. Therefore, the most probable root cause of this complaint is operational context since due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. According to the labeling review the device was not used in accordance with the labeling, as the device was used past the expiration date.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a trapezoid¿ rx basket was used in attempt to capture a stone. However, after several passes attempting to capture the stone, the side car-rx (guidewire lumen) was torn. The procedure was not completed and a plastic stent was then implanted to temporarily relieved the patient's symptoms. The patient was scheduled for another ercp. After the case it was noted that the device was used past expiry date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿. This event has been deemed a reportable event based on the investigation results; side car-rx pushback.